Manufacturer narrative:
Retainer ring = black customer alleged the insulin pump having critical pump error (open book). Device received with critical pump error (open book). Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The crest and thus software was utilized and successful and pump error 63 alarm found on(B)(6)2021 9:04. In the long trace/detail trace history file. Device was cut open to perform visual inspection and found no moisture damage on the electronics, battery tube, motor, vibrator during visual inspection. The force sensor offset measured within specification range during testing. Device had scratched case, cracked keypad overlay. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, critical pump error (open book) and pump error 63 alarm in the long trace/detail trace history file. Based on history, this is processor watch dog failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image with a red cross and an arrow pointing to a text book with a question. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer alleged the pump having critical pump error (open book). Pump received with critical pump error (open book). Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The crest and thus software was utilized and successful and pump error 63 alarm (line number 9926 file number 2005) found on 8/5/2021 9:04. (Variable= 21) in the long trace/detail trace history file. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery tube, motor, vibrator during visual inspection. The force sensor offset measured within spec range during testing (22.2 mv). Unit had scratched case, cracked keypad overlay. The test p-cap locks properly in place in the reservoir compartment noted in conclusion, critical pump error (open book) and pump error 63 alarm variableinfo= 0c in the long trace/detail trace history file. Based on history, this is processor watch dog failure (suspecting hw). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.